Event description:
It was reported that the user experienced multiple occlusion alerts with a contact detach infusion set during the day including after a full supply change with 23" tubing; an air bubble was observed in the tubing and the user was instructed to disconnect from the ilet bionic pancreas and replace the tubing, with troubleshooting and education completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided. Investigation of this case revealed an insulin flow interruption consistent with an occlusion that resolved after the infusion set was replaced, with no device notifications after corrective steps. It was concluded, based on previously established findings for similar reports, that the cause was infusion set-related interruption of insulin delivery that resolved after supply change.